Event description:
Discordant high sodium (na+) results were obtained with a patient sample on an advia 1800 chemistry analyzer. The initial discordant high sodium result was not released to the physician. The laboratory retested the sample on the same system and on their other advia 1800 analyzer. The repeat results from both the initial advia 1800 analyzer and the second advia 1800 analyzer were lower and similar. There were no known reports of patient care being altered or prescribed due to the discordant high sodium results. There were no known reports of harm to the patient due to the discordant high sodium results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse proactively replaced the rpp2 (reagent probe pipette) arm and probe and aligned all positions. The fse also proactively centered the dpp (dilution probe pipette), and realigned the instrument to the track. The fse ran qc material and the results were within range. The actual cause of the discordant sodium result is unknown. No conclusion can be drawn as to what specifically caused the discordant sodium result. The instrument is performing according to specifications. No further evaluation of the instrument is required.